Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient observed that the sensor adhesive was a bit loose and after she retaped it, it seemed to be working. At night the patient felt groggy and she checked the pump display screen. The cgm value was 400mg/dl. The bg finger stick value was 29 mg/dl. Her husband assisted her with injecting glucagon on the leg. After the event she replaced the sensor and the new sensor reading was normal. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.